Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified primary audible alarm post. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received : pump events occurred during biomed tech testing, no patient involvement.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no signs of physical damage. Event log history was performed and indicated that primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Unable to duplicate the primary audible alarm post error at power up. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced speaker for preventive.

Event description:
It was reported that a primary audible alarm was experienced.